Manufacturer narrative:
Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 3037, serial# (B)(4), product type: programmer. Patient product: ID 3093-28, lot# j0504277v, implanted: (B)(6) 2005, product type: lead. Product: ID 3093-33, lot# v675167, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The consumer reported a loss or change of therapy in 2013, noting that the right side was working but the "left side was not working.". Malfunctions, symptoms, cause, actions, troubleshooting, and patient outcome remain unknown. Follow-up is being conducted to obtain additional information. The device was implanted for urinary dysfunction/sacral nerve stimulation.